Manufacturer narrative:
Controller (B)(4) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed switching events prior to the 25% threshold on the days surrounding the date of the event. These switching events are most likely due to communication anomalies between batteries and controller. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be a combination of a communication error between the controller and batteries and the five batteries with the potential to malfunction due to faulty internal cells. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of six reports (3007042319-2015-01673, 3007042319-2015-01674, 3007042319-2015-01675, 3007042319-2016-00434, 3007042319-2016-00435 and 3007042319-2016-00436) submitted for devices related to the same event.

Event description:
It was reported from the (B)(6) by medical staff that a patient while ambulating experienced power sources changing from one port to the other port earlier than expected. The controller was exchanged and batteries were replaced with no reported consequences or impact to the patient. No additional information was reported. This MFR report is 1 of 3 related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 1 of 3 reports (ref 3007042319-2015-01674 and 3007042319-2015-01675) submitted for devices related to the same event.